Event description:
X-ray tech entered emco room with x-ray machine to the bedisde, preparing to do x-ray. As they moved past the emco pump with the x-ray machine, it bumped and moved the emco pump control knob, which increased the rate at which it was set. Emco pump started to alarm, alerting the operator, the pump was completely stopped. Lost bp, bladder cavitating air bubble detector, pre,post, and venous pressures all alarming. Pump flow was up to 2.3 liters/min. Operator evalauted for air, over ride alarms and gave 90cc's volume for flat bladder, then was able to turn flow back down to .73 liters/min (baseline). Pt mabp down to 15. Mabp slow to come back up to baseline. Emco pump control knob was locked before event. Control knob lifts upward to lock, and is pressed downward to unlock. When x-ray machine passed by control knob, bumping it downward, it moved the knob increasing the rate. Called MFR about problem, MFR response was this has happened before, other users put protective covers over the control knob. A cover has been installed on device as preventive measure.